Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was unsubstantial evidence to support the following reported event: graft occlusion unconfirmed due to the lack of imaging demonstrating the exact area of occlusion (suspect right common iliac artery due to pre- existing thrombus and occlusion and presence of non-endologix stent). The complaint is most likely anatomy related; contributing factors include pre-existing aortic occlusive disease, thrombus, and occlusion present in the right common iliac artery prior to implantation. The clinical assessment also determined that there was evidence to reasonably suggest the presence of a non-endologix stent in the right common iliac artery occurred that was not included in the event as reported. The non-endologix stent was discovered during review of the 1 month post implant CT scan. Procedure related harms for this complaint could not be determined. The final patient status was not reported. The manufacturing lot review confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.

Event description:
An afx bifurcated was initially implanted. The patient presented three (3) months post-op with a graft occlusion (non-specific). As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored. It is unknown if a re-intervention has been planned or completed at this time.